Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4574 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that there was possible premature battery depletion. It was further reported that there was increasing or unstable thresholds in the right ventricular lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.